Event description:
Baxter reports, "the patient needed to replaced the transfer set because of leaks of the peritoneal dialysis fluid through the tubing, due to broken occluder feet. The reported transfer set was placed in 12/07/2004." There was no patient injury or medical intervention associated with this incident according to baxter.